Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, no capture, low pacing impedance, and oversensing noise. A cardiac x-ray was taken showing a tangled rv lead in the pocket area, suggesting twiddler's syndrome. An intervention was completed where the lead was extracted and a lead fracture was confirmed. A replacement lead was implanted. No patient complications have been reported as a result of this event.